Event description:
The lead was explanted due to sensing anomaly and high thresholds due to dislodgement via review of x-ray.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.